Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 292mg/dl. The customer states their levels had been as high as 494mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer is being sent tubing clamp in order to conduct high pressure testing. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back when supplies arrive.